Manufacturer narrative:
B3: the events occurred twice in (B)(6) 2020 and again in between (B)(6) 2021 and (B)(6) 2021. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in "three episodes" of peritonitis. The breach in aseptic technique was further described as a ¿cleanliness" issue likely referring to a breach in sterility. It was not reported if the patient was hospitalized or treated for these events. The patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained in proper aseptic technique. No additional information is available.